Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a bioprosthetic valve of the same model and size. The reason for the replacement was reported iatrogenic injury to the valve causing perforation in one of the leaflets. No additional adverse patient effects were reported.